Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that a patient sample with a very strong cold auto antibody showed a false positive reaction with seraclone anti-e. The customer did not return the supposedly defective product for investigational testing but the patient sample that had caused the false positive test result. Therefore our quality control laboratory tested the patient sample with their retained sample of seraclone anti-e and could confirm the customer's test result. The patient sample was also tested with a negative control and showed a false positive result. Due to the fact that the negative control has to react negative and that test results are invalid in case the controls do not correctly react, the false positive result of the patient sample can not be used, but further investigational testing has to be performed. Furthermore in the section "limitations" of the instruction for use it is stated that cold agglutinins may cause false positive results. The retained sample was tested for positive and negative specificity and for potency. All positive and negative reactions were correct. We did not observe any false negative results. The required minimum titer was exceeded. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-e functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.